Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device was not working when plugged in during inspection for use, involving an olympus autoclave camera head. There was no patient injury reported.